Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 10/27/2021. H.6. Investigation: a device history record review was completed for provided lot number 201008. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, picture samples and one affected physical sample were returned for evaluation by our quality engineer team. The affected sample showed epoxy on the cannula component. Epoxy is the adhesive used to join the metal piece to the plastic hub. It has been determined that this issue resulted from a temporary stoppage or a malfunction of the epoxy dosage machine. As a consequence of this issue, a higher quantity of epoxy was added and it then dropped onto the affected needle. H3 other text : see h.10.

Event description:
It was reported that white foreign matter was found on the needle 25ga 1in tip. The following information was provided by the initial reporter, translated from japanese to english: "the customer uses this product for covid-19 vaccination. The customer reported that a white fm was found on the needle tip.".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that white foreign matter was found on the needle 25ga 1in tip. The following information was provided by the initial reporter, translated from (B)(6) to english: "the customer uses this product for covid-19 vaccination. The customer reported that a white fm was found on the needle tip."